Event description:
Customer complained about sensor reading discrepancies. Customer reported that there was an occasion where the sensor was reading 45 mg/dl and blood glucose 300 mg/dl. She stated she was running higher than normal due to treating based on the sensor reading. Another time the sensor read 69 mg/dl and blood glucose was 110 or 120 mg/dl and she treated for the low with glucose tablets or breakfast. Sensor glucose has also been higher; once the sensor read 120 mg/dl and blood glucose was actually 60 mg/dl. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.